Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited episodes of noisy signals and oversensing on the ventricular and shock stored electrograms with pacing inhibition and diverted shocks. Upon investigation, the physician noted blood in the atrial and ventricular pace/sense setscrews, along with the proximal shocking setscrew. The physician also noted blood clots under the insulation of the ventricular lead, distal to the yoke. The lead values were all stable and within normal limits. The physician elected to keep the atrial and ventricular leads implanted. A guidant ICD with with atrial tachy therapies was subsequently implanted. The device was explanted and will be returned to guidant for analysis.